Event description:
It is reported that the patient was revised due to a loose and fractured tibial component.

Manufacturer narrative:
Visual inspection of the returned tibial component identified that the posterior section of the tibial baseplate had fractured off on the medial side. Bone cement was noted on the lateral side of the component backside. Sem analysis of the fractured surface identified that the tibial component fractured due to fatigue. Analysis identified that the fatigue crack may have started on the medial side and propagated laterally towards the dovetail locking feature, which could indicate repeated loading on the medial edge of the tibial component. Eds analysis showed that the sample was consistent with the chemical composition of tivanium alloy. Review of the device history record did not identify any deviations or anomalies. This device is used for treatment. A product history search identified no other complaints for the part and lot combination of the tibial component. Primary operative notes indicate that the knee was balanced and there were no complications. Operative notes from the revision surgery indicate that the tibial component was fractured. An x-ray report dated (B)(6) 2014 indicates minimal lucency surrounding the tibial component. Per the nexgen cr, ps, cra, lps, and lcck knee package insert, loosening or fracture/damage of the prosthetic knee components or surrounding tissues is a known risk of this procedure. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete. The information provided on this form was previously submitted under manufacturing report number 1822565-2015-00776.